Manufacturer narrative:
(B)(4). Mfg site name - (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure on (B)(6) 2016. Refer to manufacturer report #3005099803-2017-01680 for the other associated device information. It was reported to boston scientific corporation that two flexiva 200 laser fibers were used during a laser ureteroscopy of stone procedure performed on (B)(6) 2017. Reportedly, the laser unit used was an aruiga that had been recently been serviced. A variety of power settings were used throughout the procedure. According to the complainant, during the procedure and inside the patient, the first laser fiber was not functioning at full capacity and was making no impact on the stone. After 25-30 minutes of use the connector was removed from the laser unit and it was extremely hot to touch. A second laser fiber was used to complete the procedure, however it was noted that the connector again became extremely hot after 10 minutes of use. There was no burn injury to the nurse and no intervention required. There were no patient complications at the conclusion of this procedure and the patient was reported to be stable. According to the physician, the auriga console had recently been serviced by a third party company, this was the first use of the console since the service and the problem may have arisen from the service which might have caused the beam to slightly move from its original position on the console.